Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4) the investigation into this reported event is ongoing. Additional attempts are being made to get the pump involved in the incident returned. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: the pump was set to run at 1ml/hr with a 50ml bag. Thus, the infusion should have run for approximately 50hrs. However, the bag finished in about 17hrs instead. Unknown if there was a patient injury or transient change in patient status.

Manufacturer narrative:
Exemption number e2016018. (B)(4). Failure analysis and investigation results did not confirm the reported issue. Upon receipt the actual pump involved was visually and functionally inspected. Three (3) volumetrics of 1 ml/hr and 21.52 ml were performed and tested in spec with no air in line alarms. The pump's history logs were reviewed and showed that on date of the reported incident, the pump alarmed for air in line and the purge function was performed. This occured two times during the infusion. The purge function was performed for a total of 107 seconds, which would have resulted in a purge volume of 35.6 ml. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. The pump operated as intended and the reported failure could not be reproduced. Based on the results of the investigation, no conclusions can be made regarding the cause of the reported event. If additional information becomes available, a follow up report will be submitted.